Event description:
(B)(4). I had essure placed in 2008 and experience heavier than normal periods and more intense pain during menstration. Over the last several months I have experienced pain in my lower pelvic right side that has been more intense than in the past. I went to my ob and he stayed that he saw my essure was out of place and this was the cause of my pain. After ultrasounds showed my right tube was twisted and my left was further into my uterus than it should be my dr suggested a partial hysterectomy in order to full remove the devise and subside my pain.